Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the rv branch of the right coronary artery (rca) with the use of a non-abbott device. The graftmaster stent was deployed successfully between the previously deployed 2 non-abbott stents in the rca where the rv branch bifurcates and was deployed at 14 atmospheres (atm) for 1 minute. Following that the perforation sealed off. The patient was transferred to the ICU with guarded prognosis. Subsequent information received from the site noted the patient expired on (B)(6) 2014. No additional information was provided.